Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35v failure. It was reported there was no patient involvement at the time the issue was discovered. It was discovered that there was a 35v failure. A field service engineer (fse) discovered a 35v failure. The fse replaced the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba to resolve the reported issue. The fse replaced the mc pcba and pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.